Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0013028596); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, a pre-implant balloon aortic valvuloplasty (bav) was completed due to calcification. The valve was then inserted into the patient and partially deployed. It was then noted that the position of the valve was not favorable, so the valve was recaptured. The valve was then partially deployed a second time at a target implant depth of 1 millimeter (mm) but was subsequently recaptured again due to unfavorable positioning. During the second recapture, an infold was noted. In response, the valve was withdrawn from the patient and a new valve and delivery catheter system (dcs) were utilized to complete the procedure. Per the physician, the patient's calcified anatomy contributed to the event. No patient complications were reported as a result of this event.